Manufacturer narrative:
A thorough investigation was performed to determine the cause of the reported problem. The issue was unable to be reproduced. Essential information such as video, clear workflow details are not available. Additionally, logs from the event date are unavailable. The system has returned to service with no similar issues reported.

Event description:
It was reported the epiq cvxi ultrasound system was not available during a critical coronary procedure. The system crashed during the procedure and was unable to be recovered. Another system was used to complete the procedure. There was no patient or user harm associated with this event. Philips has started an investigation, and upon completion, a follow up report will be submitted.